Event description:
It was reported the internal neurostimulator (ins) was loose in the pocket, which was painful and sensitive to the touch. The patient was not receiving effective therapy. The patient reported he's on pradaxa, a blood thinner, and other heart medications, and was concerned he may have a bleeding issue. The patient also had knee problems and was concerned about having to go to the bathroom at night. No known accident or incident was related to this report. The ins was near depletion. The pocket was examined by a doctor. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was having pain at the ins implant site. No fall or bumping of the battery was reported. The patient was concerned that the ins became loose and was causing bleeding. The patient was not experiencing a therapeutic effect. The patient did not "any sleep" and would get up to go to the bathroom several times a night, approximately every 1.5-2 hours. Each time the patient would void approximately 200-400 milliliters. The patient considered it "a very poor quality of life." Night time was worse than day time. The patient tried switching stimulation parameters many times but nothing had worked. The patient was on program 4 at 5.4 v and the battery had 5-8 months left. The patient was taking pradaxa, "gelnick," and other medicines for over active bladder. It was noted the patient had "dismissed" his physician and was having difficulty scheduling an appointment.

Manufacturer narrative:
Product ID: 3889-28, lot# v569217, implanted: (B)(6) 2011; product type: lead, product ID: 3037, serial# (B)(4); product type: programmer, patient. (B)(4).

Event description:
Additional information was reported that the patient had issue with pradaxa again. The patient stated "he was really "turned off" by health care provider because, they keep involving representatives for medical related questions." The patient stated, his health care provider didn't provide any follow up once patient was implanted. The patient reported, he logged his urination <(>&<)> reported he got between 175-200cc. The patient's urine was sometimes "clear and not as dark as other times." The patient questioned frequency of symptoms when ins was off. The patient turned ins off for 4 days. The patient stated, the therapy was not working for him.